Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan result on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness, headache, difficult walking and self treated with glucose tablets, and 50 units of lantus (a long-acting insulin) every morning and humalog (a fast-acting insulin) for treatment. There was no report of death or permanent impairment associated with this event.